Event description:
This lead was capped because it paced and sensed at reasonable outputs in unipolar. However, it could not capture at any output in bipolar and high bipolar impedances. There are no adverse events reported for this patient. Should add¿l info become available, this file will be updated.